Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is further reported that the patient underwent two additional procedures for drainage of the surgical site, removal of scar tissue, and manipulation of the implanted devices.

Manufacturer narrative:
Medical product: zimmer nexgen tibial component catalog #: 00-5980-037-02 lot #: 62928171, zimmer nexgen articular surface catalog #: 00-5962-032-10 lot #: 62247472, zimmer persona patella catalog #: 42-5400-000-35 lot #: 62869346. This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This is report 1 of 4 for this patient. See also 0002648920-2016-00905-2, 0001822565-2016-02195-2, and 0002648920-2016-00906-2. No devices were received; therefore the condition of the components is unknown. Review of the device history records for the femoral component, articular surface, and patellar component identified no deviations or anomalies. Review of the device history records for the tibial component identified one anomaly due to a unit being found oversized in operation 100 (machine complete and deburr). The affected unit was scrapped due to the thread being out of specification. This anomaly would not have caused or contributed to the reported event. The tibial component also had a deviation due to a water pipe break at the ponce facility, which caused the clean room parameters to be out of the established ranges. As a result, this lot was reworked with added operations after operation 2500 to replace the poly subcomponents and inspect. The lot proceeded through normal processing after the rework. This deviation would not have caused or contributed to the reported event. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of the implanted devices identified no compatibility issues. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Per the nexgen cr, ps, cra, lps, and lcck package insert, swelling or infection are known risks of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain, stiffness, infection, limited range of motion, limping and noise from the implant.